Event description:
It was reported that the patient was admitted for a kidney transplant, and the battery voltage of the device is reading 2.58 volts. The device remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. We did receive performance data collected from the device and have analyzed the data. High battery resistance/impedance was noted, leading to elective replacement indicator (eri). Additionally the battery voltage was noted to be at eri due to high battery impedance logged on (B)(6) 2010, prior to explant. Ramware version 8 installed on (B)(6) 2010.

Event description:
It was reported that the patient was admitted for a kidney transplant, and the battery voltage of the device is reading 2.58 volts. It was later reported that the device triggered elective replacement indicator (eri) due to increased battery impedance and that early battery depletion was suspected. The device was removed and replaced. No patient complications have been reported as a result of this event.